Event description:
In 2008, the patient reported that he began experiencing elevated blood glucose 10 days ago ranging from 320-340 mg/dl. His target blood glucose range is 100-110 mg/dl. He stated that he feels lethargic with sweaty arms and he doesn't feel "right" when his blood glucose is elevated. He injected insulin via syringe to lower his blood glucose. He stated that he then found that his boluses were not being delivered due to a defective down button. He stated that he typically uses the quick bolus to deliver insulin and he does not watch the display of the infusion device. He then began using the standard bolus and his blood glucose returned to normal. Product was replaced and requested to be returned for evaluation